Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20-30 mg/dl, resulting in a seizure and cardiac arrest. The cause of the low bg was unknown. Customer required cardiopulmonary resuscitation (CPR) and was transported to the emergency room (ER) and subsequently, customer was hospitalized. Bg was treated with intravenous fluids of d50 and magnesium, and a glucagon shot. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved; however customer reportedly sustained brain damage. System check with tandem technical support confirmed the pump was functioning as intended.